Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation duration of approx. 4 months a decreased ventricular sensing and increased threshold was reported. Reportedly a lead repositioning is scheduled.